Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported that he was draining slowly and had a fluid leak when he had removed the cassette where fluid had leaked into the cassette door from a tear in the cassette but he was not sure where. The patient stated he has completed treatments on the cycler even though the cycler was draining slowly and leaking fluid in the end. The patient's cycler was replaced at a later date and the tubing was discarded. A follow up call was made to the patient's nurse who reported that there was no patient injury due to the fluid leak. The patient did not receive prophylactic antibiotics.